Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the locking ring was broken and the liner could not be interested properly into the cup. There was a delay of less than 30 minutes to open another implant. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.